Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to migration of both leads. The patient also did not charge their ipg as recommended, and the ipg became unable to communicate with external devices. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted and replaced to address the issue.